Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to infection. A washout was performed and the polyethylene insert was exchanged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femur - unknown. Unknown - unknown tibia - unknown. G2: foreign - event occurred in australia. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomer will continue to monitor for trends.